Event description:
Report received of an undocumented of undocumented incidents of cassette alarms. The rn reported that the pump continued to display a cassette alarm even after many attempts to correct the problem. It was reproted that the pt was receiving pitocin at a rate of 6cc/hr. The rn reported that, "she did the usual problem solving including switching the pump, back priming, expelling fluid, and checking for air. The pump, however, continued to alarm". The nurse reported taht the tubing set was changed several times before the infusion was resumed. There was no adverse pt event. Though requested, no add'l info was available.